Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was at home when low flow alarms occurred. Pi was 2.8, power was 3.6 watts, pump speed was 8800 rpm. No other alarms were reported. The patient's pump flow has returned to 3.2 to 3.5. Review of log files shows multiple low flow alarms. No external power alarms were recorded on (B)(6) 2021 and (B)(6) 2021. It appeared to be due to both power leads simultaneously disconnecting. The site reported low flow equal to zero on (B)(6) 2021. Technical services reviewed the log file and noted that on (B)(6) 2021 the log file did not capture any flow going down to zero. The file did not capture any flow events going to zero around 10:44 am on (B)(6) 2021 because whatever occurred on the date did not turn into an alarm. Upon further review of the log file, there was a no external power event that occurred due to a loss of ac power to the mobile power unit.

Manufacturer narrative:
Main investigation conclusion: the reported event of a no external power alarm was confirmed via the log file. The mobile power unit (mpu) was not returned for analysis; however, two log files were submitted for review (B)(4). A review of the submitted log files showed overlapping events spanning approximately 10 days (B)(6) 2021 per time stamp). No external power alarms were active on (B)(6) 2021 between 21:23:03 ¿ 21:23:04 due to a loss of ac power while connected to the mobile power unit. The backup battery provided power to the system during this event, and the alarms cleared once power was restored. There were no other notable alarms active in the log file. Pump operation was not affected. Multiple good faith efforts were sent to retrieve additional information including if the mpu would be returning for evaluation, if the mpu is operational, what the serial number of the mpu is, if the mpu has the v-lock connector, if the power cord came loose from the back of the wall or outlet, and if there was a loss of power; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate ii instructions for use, rev. B, section 3 entitled ¿powering the system¿ and heartmate ii patient handbook, rev. C, section 3 entitled ¿powering the system¿ addresses how to properly switch between power sources. Heartmate ii instructions for use, rev. B, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low flow and no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were unable to be reviewed due to the serial number of the mpu being unknown. No further information was provided. The manufacturer is closing the file on this event.